Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 47, 55, and 144 mg/dl. Tests were done within 10 minutes with a difference of 57 mg/dl. Patient did not experience any adverse events.